Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v620560, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that he had been permanently disabled by it and that his nerves were damaged. The patient had the device removed. Additional information received from the health care professional (hcp) on (B)(6) 2015 reported that there was no device issue. The device was implanted on (B)(6) 2011 and removed per the patient request on (B)(6) 2011. The reported symptom was pain. The troubleshooting performed included attempting a different program. The action/intervention taken to resolve the issue was a device removal. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.